Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage of the device resulting in embrittlement of the hemostasis sheath. The device history record (DHR) was unable to be reviewed since valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
"The or life" forum on facebook reported an issue with the angio-seal device. Or nurse mentioned "if you use an angio-seal device, have your doctor check to make sure it is not dry rotted."

Manufacturer narrative:
A1: patient identifier: unknown. A2: age & date of birth: unknown. A3: patient sex: unknown. A4: weight: unknown. A5: ethnicity: unknown. A6: race: unknown. B3: date of event: unknown. D4: catalog / lot number: unknown. D4: expiration date: unknown, as the involved product code was unknown . D4: UDI: unknown, as the involved product code was unknown. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: device was not explanted. E1: address and phone #: unknown. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown, as the involved product code was unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history.